Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hemosplit d/l catheter kit: hemosplit catheter, adhesive pads, two dilators, one peel-apart sheath and dilator, two caps, one guidewire in guidewire hoop, tunneler, and introducer needle were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported suction problem and fracture issue as multiple cracks were observed on the proximal hub of the introducer needle. Furthermore, an in-house syringe was used to infuse the needle to observe for any leaks. Extreme resistance was noted upon infusion and the needle would not infuse. Blood was noted within the needle hub and was attempted to be removed. The needle was infused again, but the resistance persisted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, the needle allegedly unable to aspirate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a dialysis catheter placement, the needle was allegedly unable to aspirate. The procedure was completed using another device. There was no reported patient injury.